Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: during the investigation, a review of the black box showed partially discharged batteries being installed on (B)(4) 2018 leading to low battery warnings. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. No moisture or corrosion was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. The current draws measured within specifications. A "battery life" issue was not duplicated during the testing. The pump¿s cover was removed, and no evidence of moisture or loose components was observed inside the pump.